Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-06244 for a description of the other device. It was reported to boston scientific corporation that two excelon transbronchial aspiration needle devices were used during a transbronchial needle aspiration procedure in the bronchus performed on (B)(6) 2012. According to the complainant, during the procedure, they had two excelon transbronchial aspiration needle devices that would not fully re-sheath before coming back into the scope. The occurred during the first pass to obtain a biopsy sample. No damage was noted to either device, or the packaging. There was no scope damage noted. Neihter device had been tested prior to use. The physician completed the procedure with a third excelon transbronchial aspiration needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device was performed. The needle was fully extended when received; the handle was in the extended position. A functional evaluation was performed. When the handle was actuated, the needle would extend and retract without issue. The needle would completely retract into the sheath, when the handle was in the retracted position. Based upon the evaluation conducted, the report of the needle being unable to fully retract into the sheath could not be confirmed; therefore, no definitive root cause for the reported event could be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4) needle failing to retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-06244 for a description of the other device. It was reported to boston scientific corporation that two excelon transbronchial aspiration needle devices were used during a transbronchial needle aspiration procedure in the bronchus performed on (B)(6) 2012. According to the complainant, during the procedure, they had two excelon transbronchial aspiration needle devices that would not fully re-sheath before coming back into the scope. The occurred during the first pass to obtain a biopsy sample. No damage was noted to either device, or the packaging. There was no scope damage noted. Neither device had been tested prior to use. The physician completed the procedure with a third excelon transbronchial aspiration needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.